Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected by another healthcare professional in the c1, c2, and c6 with 2 ml of juvéderm® voluma¿ with lidocaine. A month later, the patient was then injected by the healthcare professional in the jw1, jw3, and c2 with 2 ml of juvéderm® volux¿. The patient experienced ¿balls¿ at the injection site and a ¿bulging vein¿ next to the chin 3.5 months later. Two weeks later, the patient was treated with hyaluronidase 2000 utr. The patient was prescribed prednisone 40 mg, but the patient did not take it due to traveling. The patient took predsin 40 mg that improved ¿pain.¿ an ultrasound showed ¿palpable and painful nodulation in the middle third of the left mandibular region and a bluish area in the anterior mandibular region,¿ suggesting an ¿infective/inflammatory process.¿ event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the 2nd suspect product, juvéderm® volux¿.